Manufacturer narrative:
(B)(4) for the problem of needle detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a posterior lite with capio slim was used during a sacrospinous ligament fixation performed on an unknown date. According to the complainant, during the procedure and inside the patient, the needle of the capio suture detached and was retrieved. The procedure was completed with another posterior lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.